Manufacturer narrative:
Device evaluated by MFR: the unit returned with its original box. The unit has wire broken and kink, as part of overall visual revision. The returned device matches with upn provided by the customer. Visual inspection was performed and the device has kinks in the distal tip and in the middle of the device, also it has the wire broken near to the proximal section and the proximal part was returned. All the outer diameter (ods) was measured and all of them are within specifications. The guide wire overall length couldn't be measured due to the device condition. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Event description:
Reportable based on analysis completed on 23-sep-2015. It was reported that guidewire kink occurred. A 182cm pt graphix¿ guidewire was selected. However, during unpacking and outside the patient's body, it was noticed that the device was bent. The procedure was completed with another of the same device. No patient complications were reported. However, returned device analysis revealed a core wire break.